Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that the patient experienced ¿no sufficient pain relief without paresthesias.¿ impedance testing was performed and found high impedances. It was stated that the lead had broken after a short time period. It was noted that ¿unipolar coagulation on it during the surgical procedure¿ was a potential factor that had contributed to the issue. The lead was replaced as a result of the event and the issue was resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Please note that conclusion code (B)(4) and result (B)(4) no longer apply to this report. Additionally, some manufacturer contact information captured in sections g1 and g2 has been updated at this time. H3 device evaluation. Analysis of the lead found all conductors were broken 16.8 cm.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported the high impedances that were measured were ¿>10000 ohms.¿ it was noted the patient had not experienced any falls or traumas and that the cause of the lead break and high impedances was determined. Follow-up information clarified that the previously referenced ¿unipolar coagulation¿ referred to ¿coagulation to avoid bleeding of the blood vessels and to cut the tissues.¿